Manufacturer narrative:
On 07/25/18, it was reported to mentor that the device evaluation and investigation have been completed. The device contained no fluid, upon receipt by mentor. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination, product evaluation team observed the device appears intact. Leak testing was performed in accordance with mentor procedures and revealed no leakage sites. No anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. The complaint of deflation was not confirmed since no anomalies were found on the reported device. At this point it is not possible to determine the origin of the white material observed. Mentor performs 100% inspection and testing of all devices prior to release. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient was going to undergo a breast augmentation revision on the left breast implant with a saline mentor smooth round moderate profile 275cc and the doctor noticed the implant leaking before surgery was complete. The healthcare professional filled the implant with saline to 302cc and twenty minutes later the implant was deflated. The surgeon removed the defective implant and replaced with saline mentor smooth round moderate profile 275cc during augmentation surgery on (B)(6) 2018.